Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middleweight universal ii. Inflation: medtronic. Guide cath: cordis. Sheath: cordis. There was no reported product deficiency and the product was not returned. The reported dissection is a known adverse event listed in the multi link 8 instructions for use (IFU). Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. The IFU also states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (coronary artery bypass graft, further dilatation, placement of additional stents, or other). Although a conclusive cause for the reported patient effects and the relationship, if any, to the device could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that the left coronary ostium was intubated with a jl 3.5 6f guiding catheter. The target lesion was in the proximal left anterior descending (lad) artery that was mildly calcified, mildly tortuous, de novo with a 95% stenosis. The lesion was predilated, multiple times, with a 2.0x15 mm non-abbott balloon at 8-10 atmospheres (atm) for 30 seconds (sec). A 3 x 38 mm multi link 8 ll stent was deployed in the mid segment; however, during the procedure a dissection was observed with 3 x 38 mm multi link 8 ll, which was treated with the deployment of another 3.5x12 mm multi link 8 stent at 12-14 atm for 30 sec. The patient is reported to be stable with no further complications reported. No additional information was provided.